Manufacturer narrative:
Additional information received from the facility clarified that the main coil was not broken, however the proximal contact of the delivery wire was broken. The physician did not take any action/ intervention due to this event. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Therefore, this event does not meet the requirements of a reportable event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
When the coil reached the target lesion during the embolization procedure, it was found that the detachment area of the subject device was broken and device could not be detached. The coil was withdrawn and replaced. No patient consequences were reported due to this event.

Manufacturer narrative:
The subject device is not returned.

Event description:
When the coil reached the target lesion during the embolization procedure, it was found that the detachment area of the subject device was broken and device could not be detached. The coil was withdtrew and replaced. No patient consequences were reported due to this event.